Manufacturer narrative:
Zest (per) # 21-463 (B)(4).the complaint and product associated was received, reviewed, and evaluated by the manufacturer. Visual inspection of the returned abutment found that the abutment was fractured. There is no manufacturing defect noted. No manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. It was reported that the locator abutment fractured. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. However, the most likely cause typically is the result from insufficient tightening torque at placement, overloading of the abutment in function, or not retightening the abutment at prescribed intervals. The following sections have been updated: d4: expiration date and unique identifier (UDI) number. H3: device evaluated by manufacturer: change 'no' to 'yes' . H4: device manufacture date . H6: evaluation codes . H10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the locator abutment fractured.